Event description:
The customer reported that the stent had been placed five weeks earlier. When the physician went to remove the stent he noticed that the stent had migrated to the stomach. While trying to remove the stent from the stomach, the removal suture broke. The physician decided to leave the stent in the stomach and placed another stent successfully. The physician plans on removing both stents at a later date. No harm or injury was reported.

Manufacturer narrative:
Device eval: the suspect device is not currently available for eval. A review of the device history record could not be performed as the customer did not provide a lot number. The customer did not specify if this was the initial use of the device. A follow-up report will be submitted if more info becomes available. Method - device history record could not be reviewed. Conclusions - a follow-up report will be submitted if more info becomes available.